Manufacturer narrative:
(B)(4). The device manufacture date was unknown. Concomitant medical devices: battery pack devices, adapter devices and impactor device as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the cup adapter device was sticking to the cup implant. It was further reported that the adapter device fired intermittently and the tolerance of the mating joints were off on the additional adapter devices, they did not fit. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was reported as unknown in the initial report and has been updated to jun 13, 2019. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device passed all specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.